Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation from the right ventricular (rv) lead, which also had no capture. The lead was inactivated. A replacement was planned. No further patient complications have been reported as a result of this event.